Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician the motor seized, jammed, and overheated. The evaluation found this failure was due to normal wear. The unit was serviced and several components were replaced. The unit was repaired and returned to the customer on 3/27/2013. Placeholder.

Event description:
The customer claimed the motor was defective. This is report 1 of 1 for event #(B)(4).